Event description:
After accessing umbilical artery catheter (uac) with stop-cocks closed and all connections tight, blood was flowing back quickly from baby. When investigated, a split was found in uac below hub. The uac was clamped and md notified. Uac was eventually removed. There was no apparent injury. Blood accessed by drawing labs via venipuncture or heel stick.